Event description:
The surgeon reported that he was implanting a biograft for a femoral-popliteal below knee procedure (infrainguinal bypass). After performing the distal anastomosis with no complication, he was preparing the surgical site for the proximal anastomosis when he noticed that the intimal tissues of the graft were disconnected from the surrounding tissues of the biograft at the distal anastomosis. He repaired the graft at that time and closed the pt. However, approx 36 hours later, the biograft occluded and the pt underwent a reoperation and the surgeon replaced the damaged distal anastomosis of the biograft with a dacron carbograft. No harm has come to the pt and the graft is currently demonstrating good patency.